Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he was sleeping on the device. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.